Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc remotely accessed the dimension vista instrument and found fluid delta was high, indicating a clog in the integrated multi-sensor technology (imt) module. Ccc instructed the customer to perform an advanced clean of the imt module with bleach and hot water and replace the imt sensor. A siemens customer service engineer (cse) was dispatched to the customer site to perform a power flush on the system. The cse calibrated the imt system. The cse verified functionality of the system and instructed the customer to run quality control (qc), which passed. The cse ran patient samples for precision, resulting within specification. The cause for the falsely depressed na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The alternate dimension vista instrument results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.